Manufacturer narrative:
(B)(4). Investigation summary: per service manual operational and diagnostic analysis did not confirm the reported issues. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: I called this pc in during the case due to error codes. I thought they were saying the pen (211010ec) kept sounding. When I returned to the or after making the call I found out it was sounding and delivering energy. I also learned that it (ultravac) had burned the patient when they set it down. They use the holster when they are resting the pen for extended periods of time. Sometimes they rest it on the patient as they adjust they¿re grasp on the tissue. They had been resetting the generator to continue operating because they did not have a back up generator. Once the pen (ultravac) burned the patient, they switched to a competitive pen. The errors stopped but the pen continued to deliver energy after the button was released. When they touched the tip to tissue without depressing the button, energy would cease. They finished the case like this. We had a backup generator delivered the next day. They had no issues with it. We did not save either pen to be returned. We do not have the lot number.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the patient suffered a small burn on the right thigh from where the bovie would not turn off after the button was released. Rep noted that the device stayed activated after the button was released and stayed active until the tip touched tissue and then it shut off. The additional information says ¿the patient was burned¿. What is the severity of the burn? First degree burns are minor burns on the first layer of skin. Second degree burns have two types: superficial partial-thickness burns injure the first and second layers of skin. Deep partial-thickness burns injure deeper skin layers. Third degree burns injure all the skin layers and tissue under the skin. What medical intervention was used to treat the burn? (Such as salve or stitches). Are there any anticipated long-term effects from the burn or injury? Surgeon response: abdominoplasty: full thickness (3rd degree). Just less than 1cm square. Abdomen would have needed to be excised and closed/scar revision. Leg: was superficial partial thickness (2nd degree). Healing with no issues, minor, very small. When was the 3rd degree burn was found? During the case. Was the pencil laid down on the patient? Yes. How did the burn occur in both areas? The pencil was accidentally laid down on the abdomen and did not deactivate, despite the button not being pressed. The burn on the thigh occurred as the pencil was being moved to holder and it brushed the thigh. The button was not activated but there was still power being delivered and it superficially burned the thigh was a holster used when the device was not in use? Yes. For the majority of the time. What competitor pen was used? Did not use a competitor pen, was using the megadyne ultra vac 211010ec is the competitor pen being investigated as well? N/a, was not using a competitor pen. Are there any anticipated long-term effects from the burn or injury? Slight hyperpigmentation at the burn sight short term. Should mostly resolve without issue in the long term. What is the current state of the patient? She is doing well with no concerns. Wound care resolved the small burn. Not doing scar therapy to minimize the scar how was the 2nd degree burn treated? Occlusive dressings after being cleansed. Twice a day. Until healed. Now, scar massage, silicone sheeting, and uv protection. Are there any photos that you can share? No, sorry. They were not using a foot switch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: in the event description it states; ¿staff switched to their competitor bovie pen the unit stopped erroring however when they stopped pressing the cut/coag buttons the generator continues to sound as if it is delivering energy, but it is not. ¿ it was originally reported that a competitive pencil was used? In the additional information it is stated: ¿ did not use a competitor pen, was using the megadyne ultra vac 211010ec¿. In the ai it says a ultra vac 211010ec was used? Please confirm which one was used? What is the lot number of ultra vac? Will it be returned? Please re confirm what pencil was used when they had self activation? (Was it the ultra vac or was it the competitor). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a tummy tuck procedure that the unit was returned to the customer on july 31st. The first day used after the return the unit worked fine. The second day of use the unit is giving an error 215 2 while using their new mini vac and ultra vac pen. The unit was reset multiple times and it continues to error. Staff switched to their competitor bovie pen the unit stopped erroring however when they stopped pressing the cut/coag buttons the generator continues to sound as if it is delivering energy, but it is not. The surgeon was using a power setting 45 but has had to increase power to 70 to get his anticipated result. The cut screen says error, coag screen says 215, and bipolar says 2. There were no adverse consequences for the patient at the time of the call.